Manufacturer narrative:
The insulin pump was received with a cracked battery compartment (battery tube) and cracked battery tube threads, cracked select button on the keypad overlay. The insulin pump passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump was also damaged. The customer¿s blood glucose level was 400 mg/dl. The customer reports crack near the battery compartment. The customer declined troubleshoot for high blood glucose. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.